Event description:
A legal counselor reported that a customer "reacted in a strange way and then had a blackout". It is unk whether the customer received third party medical intervention or whether or not he self-treated before or after the event. The customer's legal counselor also reported that upon "blacking out" the customer had a car accident. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's meter has been requested for investigation. However, the meter is not expected to be returned pending add'l investigations.